Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported the catheter was being placed into a male patient in the emergency department. After the patient was punctured and they threaded the catheter over the wire they found the guide wire was damaged. As a result, it was replaced and used successfully. There was no patient death or complications reported. Sample was discarded.